Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime/ compromised force sensor and no delivery tests. No excessive "no delivery" alarm noted. The pump had intermittent button response due to corroded keypad traces. The pump had cracked display window corner, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 397 mg/dl. The customer performed troubleshooting and was able to resolve the no delivery alarm. However, the buttons became unresponsive. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.